Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported an unconfirmed false negative result with binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer received a positive result on unknown brand test on (B)(6) 2023, and a negative result on binaxnow covid-19 ag self-test on (B)(6) 2023.a confirmatory test was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 211595 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number195-160 / lot 211595 and device part number 195-430h / lot 207161. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 211595 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue. H3 other text : device discarded, single use.

Event description:
The consumer reported an unconfirmed false negative result with binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer received a positive result on unknown brand test on (B)(6) 2023, and a negative result on binaxnow covid-19 ag self-test on (B)(6) 2023. A confirmatory test was not performed. No additional patient information, including treatment and outcome, was provided.